Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an f5 error message. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to a pt as a result of this event.